Manufacturer narrative:
The customer returned the insulin pump for alleged pump is under delivering found on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08670 inches. A test p-cap does lock into place inside the reservoir compartment properly. History download was successful using thus and carelink upload was successful. The insulin pump history file lists data from (B)(6) 2021 to (B)(6) 2022. No data available for event date (B)(6) 2021. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted. The following were noted during physical inspection: scratched case, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump passed the functional testing. Unable to confirm alleged high bg's or under delivery anomaly. The insulin pump history file lists data from 5/25/2021 to 1/19/2022. No data available for event date (B)(6) 2021. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 386 mg/dl. The user alleged the insulin pump was under delivering insulin due to blood glucose continues to rise and have to give himself manual shot to bring blood glucose down. Customer did bolus and it was delivered successfully, self-test was passed. No harm requiring medical intervention was reported. The insulin pump as well as reservoir will not be returned for analysis.